Event description:
It was reported by service report that the both foot end load cells and the head left load cell were out of range. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load cell.